Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse powered system on and did not find any errors. Fse performed test drive with endoscope camera provided by customer. No errors occurring and camera operating properly. Fse reviewed error logs and found error 319 on nodes 12, 29 & 136 of ec. Fse replaced the endoscope controller (ec) and video processor (vp) due to 319 errors. Fse was unable to determine which component is the cause of the error and for customer satisfaction. The system was tested and verified as ready for use. Isi received the vp and ec and completed evaluation. The complaint was not confirmed based on the failure analysis as both units passed in house testing with no trouble found.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy simple surgical procedure, the customer reported that errors were occurring at start up. The system logs confirmed errors reported by the endoscope controller (ec), indicating that the ec was not responding. The system was powered off and reset the ec fiber connection and power switch. The system powered on land the error reoccurred. The ec was not responding, though the front panel power led was blue, indicating possible failed fiber connection to the video processor (vp). Further troubleshooting needed. Technical service engineer (tse) recommended swapping the vision side cart (vsc) for a known good unit. The procedure was converted to another dv system with no reported injury.